Manufacturer narrative:
Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number is (B)(6). PMA (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at distal tip of blade metal fragments broke off and fragments remained in patient during the surgery on (B)(6) 2017. Issue was detected while removing the complained blade for a longer blade, because the first blade was too short. This happened intraoperatively during the implant surgery. Insertion and removing was done easily without effort. No surgical delay and patient harm reported. Unanticipated x-ray was taken during the procedure. No other medical intervention required. Procedure was completed successfully. This report is for one (1) pfna blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot number provided for reporting. Blade has a different part number than first reported. (Old: 02.027.037s, new: 02.027.032). Mfg. Date & expiry date added to complaint. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 02.027.032s / l536580, manufacturing location: (B)(4), manufacturing date: 23. Aug. 2017 expiry date: 01. Aug. 2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. UDI: (B)(4). Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the investigation of the received part has shown that the four blades of pfna blade are two tips cut off as complained. The further evaluation has also shown that the blade is in locked state while the end cap of the blade is in open state, but completely blocked. We found that the flat surface of the end cap is slightly offset from the flat surface of the sleeve. The hexagonal recess of the end cap is very strong damages a part of the hexagonal recess is rounded. This let us assume that inappropriate handling with any tools did lead to the misplacement of the end cap. The manufacturing documents of the pfna blade in question were reviewed and no complaint related issues were found. This lot of (B)(4) pieces was manufactured in august 2017, all parts are sold and we are not aware of any other complaint for this article- and lot number combination. The used material was stainless steel 1.4441 as required. Since we are not aware of exactly circumstances during the surgery / insertion we suppose that a mechanical overloading situation of the whole construct (insertion handle, aiming arm, protection sleeve and impactor) must have led to the damage of the two blades which not exactly strike the blade ¿ hole of the nail. No product fault could be detected. Complaint is disposed as confirmed due to evidence that two blade tips damaged / cut off, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.